Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. This supplemental is being sent to correct information that was omitted previously within the narrative of follow up #1. In addition a device history review (DHR) cold not be performed as the meter serial number was invalid/unavailable.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high and also that her results were erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 she obtained results of "296, 307, 382 and 218mg/dl" on the subject meter which she felt were inaccurately high in comparison to her feelings or normal results. In addition she reported obtaining results of "277, 426, 296 and 330mg/dl"on the subject meter which she felt were inaccurately high in comparison to an a1c result of "7.3." Meter to feelings or a1c results do not meet lfs criteria of a valid comparison for accuracy. The patient reported that she felt the results of "426, 296 and 330mg/dl" were inaccurately erratic, however the results were obtained more than 20 minutes apart. The patient manages her diabetes with oral medication, diet and exercise. The patient reported that one day after the allegedly inaccurate results, she developed a symptom of "shaky" and that on (B)(6) 2016 at 11:00pm she consumed food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. When a control solution test was performed the results were in range. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged meter issue occurred.